Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 100% to 5% in a short period of time. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 200 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.